Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The device was found to deliver within specification during flow testing. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that had an issue of heparin under-infuse (dose, programmed amount and delivery rate unknown). The reported problem was found during delivery at the intensive care unit. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.